Event description:
It was reported that a 74-year-old female patient underwent primary breast augmentation with unknown size unknown saline implants smooth and experienced breast implant deflation on her right side postoperatively. The patient has consulted with the healthcare professional. The patient underwent bilateral replacement surgery with catalog number 3503330; serial number (B)(6) on the left side, and with catalog number 3503330; serial number (B)(6) on the right side on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4), device discarded information was inadvertently not reported under previous initial report.

Manufacturer narrative:
On may 6, 2024, mentor became aware that the impacted device were textured unknown saline. Hence, fields d1 and d4 have been updated on this form. On may 17, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2024, mentor became aware that patient also had history of cosmetic breasts in addition to right side deflation and underwent bilateral replacement surgery with catalog number 3503330; serial number (B)(6) on the left side, and with catalog number 3503330; serial number (B)(6) on the right side on (B)(6) 2024. This supplemental medwatch report is for the patient¿s right-sided device. Left side issue is being reported separately. Manufacturer¿s reference number: (B)(4).